Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient had experienced pain and poor vision after a laser treatment. Treatment was on (B)(6) 2016. A brief description from the account indicated the patient's comments were there was pain and decrease vision on saturday on left eye and on sunday reported the symptoms to the ophthalmologist. The surgery center indicated the patient had experienced loss of best corrected visual acuity (bcva) and that event is lasting and disabling, significantly interfering with daily activities. Topical steroids were increased to treat the symptoms on the 3rd day of a post op exam. On the fourth day of a post op exam, the surgery center performed an epithelial debridement, partial flap was removed. Flap was lifted on both eyes (ou). Bcva from (B)(6) 2011; right eye pre-op 20/20 1.25 x -1.00 x 94; left eye pre-op 20/20 1.00 x -1.25 x 101. Bcva from (B)(6) 2011; right eye post-op 20/20 00 x -.25 x 155; left eye post-op 20/20 -1.50 x -.25 x 166.